Event description:
It was reported that this lead had multiple lead delivery attempts during implant. The lead is still in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).